Manufacturer narrative:
At this time no conclusions can be made regarding the bard mesh used to treat patient. The patient's attorney alleges surgical intervention and emotional distress; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh. The attorney further says that the patient had subsequent surgical intervention due to the bard mesh. As reported, the attorney also alleges that the patient suffered from emotional distress.